Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they talked to a manufacturer representative (rep) who said the communicator was not working and they need another communicator for the issue. The agent tried to ask clarifying questions and the patient stated that last week, it completely unpaired the handset with the device and they got it to come back on and it stated, 'no pump is paired with the handset'. The patient stated it kept shutting down and saying failure shut down. The patient also saw system error 0x410453d5. The patient stated they had seen codes ever since implant. The patient also stated that it took 5 mins to hold and deliver a bolus since being implanted as well. The agent reviewed information and assisted the patient with clearing data from the handset. The patient then connected to the pump without a lag issue. The agent reviewed best practices for external devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.